Event description:
According to the literature, a retrospective study evaluates the clinical efficacy and safety of dye marking localization in patients who underwent electromagnetic navigation bronchoscopy (enb) between october 2021 and february 2022. Enb was performed using the console with software version 7.0 on 170 pulmonary nodules in 61 patients. Nodules were located using the navigation console system, a locatable electromagnetic catheter, and extended injection catheter. The electromagnetic guide catheter was removed, and the extended injection catheter was left and methylene blue and the appropriate amount of air was then injected. The navigation success rate was 92.96%, and the enb location success rate was 95.89%. During the study, only one case (1.64%) of pulmonary hemorrhage directly related to enb-guided localization was observed. No interventions were reported. Preoperative localization of pulmonary nodules by electromagnetic navigation bronchoscopy combined with methylene blue injection 10.21037/jtd-24-1358.

Manufacturer narrative:
Jin wang, haihua huang, qian xue, travis c. Geraci,zheng ruan, haitao ma. "Preoperative localization of pulmonary nodules by electromagnetic navigation bronchoscopy combined with methylene blue injection." Journal of thoracic disease, vol 16, no 9 september 2024. Https://dx.doi.org/10.21037/jtd-24-1358 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.